Event description:
It was reported that the scale markings on the bd luer-lok¿ tip syringe were missing. The following information was provided by the initial reporter: "no 'ml' is marked on the syringe. Nothing is indicated at all." "It was observed that the graduation marks on the syringe were missing."

Manufacturer narrative:
H.6. Investigation summary: five photos were received and evaluated. Three of the photos contained both packaging and lot information for a bd eclipse needle, and shelf carton with unknown data. As the eclipse needle and shelf carton are not produced at bd canaan they will not be evaluated. Two photos showed a 1ml luer lock syringe (p/n 309628) with a customer applied sticker. In both photos the syringe did not appear to have any print present or indications thereof. Two photos also showed the graphic side of a 1ml syringe package from batch #0002684. The missing print observed was non-conforming per product specification. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for scale marking missing is associate with marking process. While review of sub-assembly documentation print defect was found during the manufacturing process. A buildup of dried ink in the manifold caused the ink flow to be inhibited which prevented the scale from being applied. The defect was found in process, production was stopped, and the product was requalified per applicable acceptable quality limit. It is possible a limited number of pieces were able to escape detection. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0002684 is considered in compliance with our product specification requirements. Rationale: CAPA not required at this time. H3 other text : see h.10.

Event description:
It was reported that the scale markings on the bd luer-lok¿ tip syringe were missing. The following information was provided by the initial reporter: "no 'ml' is marked on the syringe. Nothing is indicated at all.". "It was observed that the graduation marks on the syringe were missing.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/13/2021. H.6. Investigation: five photos, one loose 1ml syringe (p/n 309628), a top web strip from batch #0002684, eclipse top web strip, and eclipse shelf carton strip were received. The samples excluding the eclipse product were visually evaluated. The eclipse product is not produced in canaan. It was observed that the syringe had a label affixed to it after leaving the manufacturing facility. No printed scale was present on the syringe which is a non-conforming condition per product specification. Potential root cause for scale marking missing is associate with marking process. DHR was performed. While review of sub-assembly documentation print defect was found during the manufacturing process. A buildup of dried ink in the manifold caused the ink flow to be inhibited which prevented the scale from being applied. The defect was found in process, production was stopped, and the product was requalified per applicable acceptable quality limit. It is possible a limited number of pieces were able to escape detection. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on the bd luer-lok¿ tip syringe were missing. The following information was provided by the initial reporter: "no 'ml' is marked on the syringe. Nothing is indicated at all." "It was observed that the graduation marks on the syringe were missing."